Event description:
An olympus employee reported on behalf of a customer, the visera pro xenon light source at times the front panel flashes and nbi (narrow banding image) could not be used. The event occurred during an unspecified inspection procedure. The procedure was completed by power cycling the subject device. There was no report of user or patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of front panel flashing was confirmed, due to failure of high intensity motor. The allegation of nbi not available was confirmed, due to failure of the turret motor. In addition, high brightness did not work due to wear detection lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the failed high-brightness motor could not be determined at this time. Olympus will continue to monitor field performance for this device.